Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device psee60a lot number x95r42 and no non-conformances were identified. Manufacturing date: 09/12/2022. Expiration date: 08/31/2025. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.